Event description:
The customer obtained two non-reproducible falsely elevated vitros trop I es patient results (patient 1, sample a result= 4.35 vs. 0.019 ng/ml and patient 2, sample a= 0.564 vs. 0.014 ng/ml) from two different patient samples run on the vitros eci system. The affected results were reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. Patient 1 was treated with lenovox and aspirin based on the affected result. The customer repeated patient 1 sample a as the physician questioned the affected result. The customer repeated patient 2 sample as the affected result was >ami. The repeat test results for both patients 1 and 2 were considered to be the expected results. Corrected reports for both the affected results were issued. There was no allegation of potential or actual injury to patient 1 and patient 2 as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated vitros trop I es patient results were obtained from two different patient samples run on the vitros eci system. An ocd field engineer performed service actions to the microwell incubator subsystem of the analyzer. Following service actions, the analyzer was returned to expected performance. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation was unable to determine a definitive root cause. A reagent and/or instrument related issue cannot be ruled out as potential contributing factors. Additionally, a pre-analytical sample processing cannot be ruled out as a potential contributing factor.